Manufacturer narrative:
(B)(4).

Event description:
The patient has two anchors from the same lot. It was reported the patient experienced pain at the anchor site with stimulation on and off. As a result, the patient underwent surgical intervention on (B)(6) 2016 to address the issue. During the procedure, the surgeon anchored the lead to the fascia. The issue was resolved by surgical intervention.